Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user that if a bag becomes disconnected during your therapy, follow the end therapy early procedure. Users are not instructed to disconnect bags during therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm on the homechoice (hc) device, it was reported that the home patient (hp) had disconnected three empty solution bags, while the hp was connected. The full bag was left connected to the hc device. The technical service representative (tsr) assisted the hp in ending therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.